Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 438 mg/dl. The customer treated with the pump. The customer stated that she received motor error before no delivery alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer mentioned bent cannula. The product was returned for analysis.